Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient death as the patient was connected to the machine at the time of death. However, there is no documentation to show a causal relationship between the cycler and the death. The patient had several cardiac comorbidities that could have caused or contributed to the death. Based on available information the liberty select cycler can be excluded as the cause of the patient death.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had expired during peritoneal dialysis (pd) treatment. The patient¿s spouse found the patient deceased when they attempted to awaken them. The patient was still connected to the liberty select cycler at the time of death; however, it is unknown at what point of treatment the patient expired. No cause of death was known and no autopsy was performed. The patient does have cardiac comorbidities; atherosclerotic heart disease, peripheral vascular disease and renal vascular hypertension. Per the clinic manager, there were no allegations against any fresenius products and no reported machine malfunction reported that may have contributed to the death. No further information was available.